Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The interrogated battery status was end of life (eol). Elective replacement time (ert) was set before explant. Manual electrical measurements noted normal pacing and sensing functions. It was confirmed that the inaccurate charge times were due to mode switching.

Event description:
Boston scientific received information that it appeared that this device may be depleting prematurely. Technical services had the field staff complete a hex dump which was reviewed by an engineer. The field staff did indicate the device had mode switched more than 5000 times. Technical services advised the field staff that a review of the hex dump revealed an inaccurate gas gauge reading due to invalid chargetime measurements and provided information regarding how to program the atrial tachycardia response to avoid mode switching. The device was explanted over ten years later for normal battery depletion. No adverse patient effects were reported.